Manufacturer narrative:
Section d3 and g2: corrected data.

Event description:
The patient was being supported with a ventricular assist device (lvad) on (B)(6) 2018. The ECMO physician was called to bedside for emergent circuit change due to rattling sound coming from pump/motor and heat from motor head. Speed and flows were maintained during time of incident. Circuit change was completed, resolving the incident. After the circuit change, ECMO physician flushed the circuit with saline in attempt to visualize suspected clots in pump head. No clots were observed while flushing. Following the circuit change, the centrimag motor was taken to ibmc biomed for evaluation.

Manufacturer narrative:
Correction. Apologies for the previous report's event description. Investigation conclusion: the reported event of a rattling sound coming from the pump/motor and the motor head being hot was unable to be confirmed. The returned centrimag motor (serial number (B)(4)) was evaluated by technical services under work order # (B)(4). The reported issues were unable to be duplicated. The motor was ran with the returned centrimag 2nd generation console (serial number (B)(4)) and the returned flow probe (serial number (B)(4)) for an extended period at the full range of speeds and no rattling or abnormal noises were observed. The motor remained at a normal temperature. The motor cable was inspected and no issues were found. A full functional checkout was performed and the motor passed all tests. The motor was returned to the customer site. It was reported that speed and flows were maintained during the incident and no alarms were active. The cause of the reported event was unable to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Event details: on (B)(6) 2018, called to bedside by ECMO physician for emergent circuit change due to rattling sound coming from pump/motor and heat from motor head. Speed and flows maintained during time of incident. Circuit change completed, resolving incident. After circuit change, ECMO physician flushed circuit with saline in attempt to visualize suspected clots in pump head. No clots observed while flushing. Following circuit change, centrimag motor taken to ibmc biomed for evaluation. Thanks, (B)(6) 2nd gen console: ref: (B)(4); sn: (B)(4). Motor: sn: (B)(4). Actions performed: changed circuit and flushed circuit. No clots observed. Alarm description: rattling sound from pump and over heating. Alarm status: na - no alarm for event; was a pump explanted?: no; was a pump exchanged?: yes; patient re-admitted?: no; patient returned to or?: no. Rattling sound coming from pump/motor and heat from motor head. Rattling sound coming from pump/motor and heat from motor head. On (B)(6) 2018, it was reported that on (B)(6) 2018, a ECMO physician was called bedside for an emergent circuit change due to rattling sound coming from pump/motor and heat from motor head. During the incident speed and flows maintained. The circuit was complete changed and resolved the event. After circuit change, the ECMO physician flushed circuit with saline in attempt to visualize suspected clots in pump head. There were no clots observed while flushing. Following circuit change, centrimag motor taken to ibmc for evaluation.